Event description:
It was reported that an ilet user experienced a leaking cartridge during a routine supply change, evidenced by insulin inside the cartridge chamber and absent visible drops during priming, despite performing the procedure correctly. Symptoms included no reported adverse clinical effects and no changes in blood glucose. Outcomes included no medical intervention, no hospitalization, and continuation of insulin delivery after a full supply change with new components. Investigation included troubleshooting with removal and inspection of the cartridge, cleaning of the chamber, and replacement of supplies, with the affected cartridges requested for return and shipment materials provided. Investigation of this case revealed a suspected cartridge seal or plunger integrity issue consistent with a leaking cartridge component. It was concluded, based on previously established findings for similar reports, that the cause was component failure related to the cartridge.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.